Event description:
It was reported that the 2.25 x 23 stent was incorrectly packaged in a 2.25 x 18 box. The stent was inserted into the body and then the discrepancy was noted. The stent was removed from the body. The box seal was intact. Reportedly, no pt injury occurred.